Event description:
A report was received that the patient had to frequently charge her ipg. A bsn representative analyzed the database and confirmed premature battery depletion. The patient underwent an ipg replacement and was reportedly doing well following the procedure.

Event description:
A report was received that the patient had to frequently charge her ipg. A bsn representative analyzed the database and confirmed premature battery depletion. The patient underwent an ipg replacement and was reportedly doing well following the procedure.

Manufacturer narrative:
The returned product analysis indicated that the ipg passed electrical, performance, photographic and visual tests performed. The complaint of difficulty charging was confirmed. Sleep current was slightly out of the expected range. Depletion rate with stimulation turned off was slightly higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in epoxy which makes test points inaccessible, and troubleshooting to specific component level is not possible. The ipg passed all other functional tests. The root cause of the damage is unknown.